Manufacturer narrative:
Other applicable components are: product ID: 3887-33, lot# j0110892v, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator. It was reported that there was no therapeutic coverage for the patient after years of good coverage. There were no contributing factors reported. Impedances were checked, and it was discovered that electrode 2 was out of range. So, the rep reprogrammed the device without using contact 2 but the patient still did not feel stimulation. It was unknown if surgical intervention was planned and the patient was alive with no injury. There were no further complications reported or anticipated.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rep performed an impedance check and reprogramming on (B)(6) 2019. The rep said the issue was not resolved and a replacement would be necessary. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient's devicequit working; patient was not feeling stimulation and was in pain. Patient reported she saw a manufacturer's representative (rep) about this however they couldn't figure it out and said they would do some resear ch. Patient stated this was about 3 months ago and has not received an update. Patient stated that she did have an x-ray and was told by hcp and rep that the wires looked good. Patient stated she could see her settings and could adjust however wasn't feeling the stimulation. Patient reported her next appointment was on (B)(6), 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.